Event description:
Dr was in surgery and 2 of the excel shoulder anchors that he implanted had the eyelits tear open when he went to tie his knot in the suture. Sales rep reports this was not an issue of suture breaking, it was a function of the eyelit pulling out. It is reported the doctor had never had this happen before and was using his standard technique for knot tying.